Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). Fse was dispatched and on 02-sept-2016 found customer requesting new g8 waste tubing routed the same as old g7. Using tubing extender, extended and rerouted waste tube. The most probable cause of the reported event was a long waste tube.

Event description:
On (B)(6) 2016, the customer reported too long waste tubing with their hlc-723g8 analyzer. Customer reported with the new g8 installed yesterday that the waste tubing is not long enough to reach waste tank. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.